Event description:
Customer reports via phone, a female, outpatient having a CT chest/abdomen/pelvis with contrast for cancer workup. IV access was in the right ac with a 22ga angiocath, connected to tubing from coeur medical systems with a b-d lever-lok needleless adaptor. Injector was loaded with optiray 300, 100ml prefilled syringe (exp. 05/2010). Injection protocol, 1.5ml/sec for 90ml volume. Injection started. Scan completed and patient left the department to attend dr. Appointment. Patient returned 2 hours later, complaining of tightness in her upper arm/shoulder area. Technologist noted swollen area with skin tight. Applied cold compress and alerted radiologist. Patient did not express any pain or numbness. Patient was rescanned and observed for approx 45 minutes then discharged with no instructions. Follow up the next day by staff implies the patient reported the area to be resolving with greater than 50% of the swelling gone. Pm asked customer if they felt the injector may have caused the adverse event, they stated no. Pm asked customer if they wanted service to evaluate the injector and perform a systems check, they stated no. Customer felt it was the condition of the patient and IV location that influenced the IV infiltration, not the injector system and they will continue to use the injector system.

Manufacturer narrative:
Liebel flarsheim manufacturing report: covidien product monitoring asked customer if they felt the injector may have caused the adverse event, they stated no. Pm asked customer if they wanted service to evaluate the injector and perform a systems check, they again stated no. Customer felt that it was IV location that influenced the IV infiltration, not the injector system and they will continue to use the injector system.